Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was difficulty placing this brady lead but eventually it was implanted successfully. Additional information indicates that after pocket closure, the numbers declined when checking through the programmer. Upon inspection under fluoroscopy, the brady lead was pulled back into the coronary sinus. The physician laid fault on the lead. Further, a new lead was placed in the same spot and numbers were good. This brady lead was explanted. No additional adverse patient effects were reported.